Event description:
It was reported through the litigation process that two years, one month, and three days post port placement via the right subclavian vein, the patient allegedly developed blood clots around the port. It was further reported that the tip of the catheter was allegedly migrated to the internal jugular vein. Reportedly, the port with its catheter was removed. The current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Post port placement, the tip of the port was noted to be in the internal jugular and removal of the port was recommended. Around some days later, right smart port removal was performed. Dissection was done with bovie cautery to the port. The port along with its catheter was now removed completely. Therefore, the investigation is confirmed for the reported migration. Furthermore, clinical condition reported in the complaint cannot be confirmed. Based upon the available information, the definitive root cause is unknown. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: d4 (expiration date: 03/2020). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.

Event description:
It was reported through the litigation process that two years, one month, and three days post port placement via the right subclavian vein, the patient allegedly developed blood clots around the port. It was further reported that the tip of the catheter was allegedly migrated to the internal jugular vein. Reportedly, the port with its catheter was removed. The current status of the patient is unknown.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. H10: d4 (expiration date: 03/2020). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.